Event description:
It was reported that the pt experienced "out of its catheter connector angle" in (B)(6) 2000; a catheter revision was performed. In (B)(6) 2000, the pt experienced a cerebrospinal fluid leak with "back infection". The pt underwent "closing of csf leak; catheter revision". Please note that these events were also reported in manufacturer's report #: 3007566237201003527.

Manufacturer narrative:
(B)(4).